Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical report was reviewed alone. Root cause could not be determined without more clinical details or product. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 60-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After the implant, the patient became hypertensive with a systolic pressure of 160. The patient developed a hematoma. Manual pressure was held and this did not resolve the issue. A balloon was advanced up and over and the artery was occluded with balloon inflation. The impella was weaned and removed.